Event description:
Allegedly the following occurred: according to the consultant the register broke the bag. He may have been pulling a little hard but he couldn't be sure as he wasn't watching when the specimen bag broke, the first I (he) knew of it was when the registrar said oops.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the info in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.